Event description:
It was reported via repair work order that the all four load cells were bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.